Event description:
Pt to undergo uretoroscopy / laser lithotripsy. While attempting to pass fibre (laser) through scope, fibre hit resistance. The 365 fibre passed through once but was too large for the location of the renal stone. A 200 size fibre unable to pass and surgeon did not want to force fibre. Attempted a 365 fibre again and saw crystal like flakes in the irrigation solution. Fibre possibly being stripped by the scope. Laser was never fired and pt was not injured from equipment. Pt underwent successful alternative procedure with stenting. Physician took pt to another facility to perform laser lithotripsy. Stenting procedure did not fail. Ureteroscope and laser removed from service immediately and both evaluated. Ureteroscopy was found to be functioning properly as was the laser. Unsure of reason for failed procedure. Testing of equipment prior to procedure was without incident. Guidewire for probe passed through scope wihtout incident.